Event description:
On (B)(6) 2012 - patient underwent right total knee with insertion of hemovac drain. On (B)(6) 2012 - rn attempted removal of the hemovac drain and experienced difficulty and stopped. During rounding physician's assistant attempted removal and experienced difficulty and was concern that a portion of the tip may have been retained. On (B)(6) 2012 - x-ray of right knee confirmed "segment of tubing in suprapatellar space." On (B)(6) 2012 - patient returned to operating room for successful removal of the retained hemovac/drain. (Retained tip was approximately 6 cm.) On (B)(6) 2012 - post-op condition stable. On (B)(6) 2012 - condition remains stable - orders to discharge home.